Event description:
Distributor was advised by family member that pt died due to the ventilator's problem. Distributor took unit back to their office in july 2004. When checked, the ventilator shows 'disc/sense', 'low press' & the similar alarm as like the disconnection of the circuit but found that the turbine does not work without showing fault message.